Event description:
It was reported that a patient dislocated her hip and had to have her lead replaced in (B)(6). A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va016uc, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot# v918348, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).